Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction event(s), where it was reported the cot height could not be adjusted. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. It was originally reported that 3 devices experienced the reported issue. 2 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. During investigation of the remaining device it was determined that the issue of the cot not being able to be lowered was not alleged. This issue is not reportable. This record has been updated to indicate only 2 devices experienced the reported issue. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction event(s), where it was reported the cot height could not be adjusted. There was no patient involvement.